Event description:
Hill-rom received a report from the account stating the nurse call would not work. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the communication card in the nurse communication board was defective. A search of the hill-rom maintenance records showed hill-rom did not performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse communication board for the nurse call system to resolve the issue. Based on this information, no further action is required.